Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged and customer experienced the low blood glucose. The customer¿s blood glucose level was 2.2 mmol/l. The customer reported that the reservoir lip ring was missing and reservoir top was cracked. Troubleshooting was performed for damage and noticed the reservoir unable to lock, customer had to tape it to hold reservoir in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.